Event description:
The patient called lifescan and aleged that their meter was prompting an error 2 message. The patient was unable to test because of the error message. They reported that they began to feel shaky. They called the paramedics and ate some candy. At the hospitalthey were given orange juice. They reported that no tests were taken on any other meters. The patient stated that they were using the correct technique and the test strips were in good condition. The error 2 issue was not resolved. The patient felt low and they treated appropriately. A replacement meter has been sent.